Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the homechoice cassette and the supply bag which resulted in leak, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during a dwell step of automated peritoneal dialysis (pd) therapy. During the troubleshooting, there was a loose connection between the supply line of the homechoice cassette and the supply bag which resulted in a leak that led to this alarm. The leak was further described as the ¿solution bag connection felt wet to touch". Renal therapy services (rts) assisted the home patient (hp) with clearing the alarm and removing the supplies. Rts advised the hp to contact their peritoneal dialysis registered nurse regarding the air in the line. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.